Manufacturer narrative:
Philips has investigated this complaint. The third-party service provider informed to philips that the that the host pc did not turn on when the system power was turned on and cause of the issue was originated form host pc. The host pc was unable to reach required dc voltage levels. The philips field service (fse) went onsite and replaced the host pc and reinstalled software. Additionally, the analysis of log files indirectly indicates some malfunction related to host pc. The defective host pc was returned to philips for further analysis. The analysis confirmed the malfunction with host pc and identified that the hdd bay was failed. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flexvision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a medical device correction (z-1151-2024). After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system would not boot up. No harm was reported to philips. The device was outside of clinical use at the time of the reported event. Philips has started an investigation of this complaint.